Manufacturer narrative:
Patient identifier could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 phone call, (B)(6) 2015 e-mail, and (B)(6) 2015 e-mail. A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. No parts were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed for a ventilator failure. The clinician reseated the breathing system and the absorber but did not resolve the failure message. The anesthesia machine was swapped out. There was no reported patient injury.